Event description:
Patient was complaining of his knee giving out when walking but did not complaint of pain. Patient's knee became unstable 10 weeks post operatively. During a second intervention surgeon removed the implant and found it very white and chalky. Surgeon could not indicate if this was the cause of the patient's complaint. This device is used for treatment.

Manufacturer narrative:
The implant was not returned and the customer's complaint could not be confirmed. The lot number was not provided, therefore, DHR could not be reviewed and manufacturing date not determined. The condition of the implant reported upon removal (at 2 months post op) may be the result of the normal degradation process this material undergoes. The surgeon, however, could not determine the cause of the patient's complaint. A definitive cause for this event could not be determined.